Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and total of 12 shocks for what appears to be an atrial driven arrhythmia. It was also noted that atp therapy accelerated the rhythm into ventricular tachycardia (vt), and shock therapy was able to successfully convert. Technical services recommended to have further review by the following electrophysiologist. The device remains in-service. No adverse patient effects were reported.